Event description:
Allegedly the patient had aseptic lymphocytic vasculitis-associated lesions (alval).

Event description:
Allegedly the patient had aseptic lymphocytic vasculitis-associated lesions (alval).

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00153, 00154, 00155.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product no returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.